Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a por (power on reset) that occurred during hv charging. The device was tested on the bench and was revealed to be above eri when received. The cause of the bvvi could not be reproduced in the laboratory; hence the cause of the field event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the device could not interrogate. The device was found in backup vvi operation. The device was explanted and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.